Event description:
It was reported that the patient had their implantable neurostimulator (ins) replaced with a boston ins and they were not happy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).